Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, rerun of samples using the same lot of reagent and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations. Labeling was reviewed and adequately addresses the issue under review. As part of troubleshooting samples were rerun using the same lot of reagent and acceptable results were generated. Qc was within range at the time of incident. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module was identified.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one sample. The following results were provided: sid (B)(6). 1st pass: sodium 111.99 mmol/l, 2nd pass: sodium 137.45 mmol/l, 3rd pass: sodium 137.45 mmol/l, (normal range na: 135 -145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one sample. The following results were provided: sid (B)(6). 1st pass: sodium 111.99 mmol/l, 2nd pass: sodium 137.45 mmol/l, 3rd pass: sodium 137.45 mmol/l, (normal range na: 135 -145 mmol/l). No impact to patient management was reported.